Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the helix of the lead was extended without operator input prior to use. The lead was replaced. There is no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
Additionally it was noted that the helix was straight and not characteristically spiraled as expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.